Event description:
It was reported by the customer that a pyxis anesthesia es system encountered an issue where the device went offline. The customer had tried to reboot the station but the issue persists, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen and displayed a message as corrupted. A field service engineer replaced both the hard drive and the all-in-one (aio) unit. Additionally, the engineer configured the hard drive and collaborated with the it department to address network interruptions. The system functioned as intended after the field service engineer troubleshooted the device.